Manufacturer narrative:
(B)(4). Date sent 8/5/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: exact date is unk> assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that tissue began tearing, bowel ripped and hematomas formed. No patients have had post op harm. Patient had to have additional bowel removed in the case due to the tearing of bowel the patient is okay post-op. No changes to typical post-op care.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. Additional information was requested, and the following was obtained: at what point was the tissue tearing (during firing?) Prior to firing upon placing the anvil into tissue. Any issues during the firing of the device? They removed the stapler and used another stapler due to the tear what was the tissue quality? Normal. Did the patient go through any radiation or chemotherapy? Unknown. Do you typically use a blue reload on that type of tissue? Yes. Is the device being returned for analysis? No.